Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 17 minutes and 31 seconds of lasing time and using 119098 joules the fiber broke and began end firing. There were no patient complications. No further information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Therefore, the failure was unlikely related to manufacturing. The instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. A risk review was completed and confirmed that the event of break and forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Although the fiber was not returned for analysis, it is likely that the fiber tip was buried into tissue during use thereby resulting in the fiber forward firing. Burying the fiber tip into tissue during use is cautioned against in the IFU. Based on the information available, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 17 minutes and 31 seconds of lasing time and using 119098 joules the fiber broke and began end firing. The procedure was completed using another fiber. There were no patient complications.